Event description:
It was reported that the patient came into the office stating that the implant at tooth site #14 fell out while eating dinner. After taking a cbct, the implant was in the patient's sinus. The patient was chewing on the left side and caused the implant to move into the sinus. The implant was removed due to sinus perforation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.